Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced deflation issues as the device only deflated if the pump block was squeezed very hard. Troubleshooting was attempted to no avail; therefore, a revision surgery was performed to remove and replace the pump. There were no patient complications reported.